Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the hemashield platinum graft started oozing a few minutes after impella implant. Before the percutaneous coronary intervention, the surgeon medicated the graft with glue and tabotamp but the complication could not be managed. It was further reported that the coronary revascularization was successfully completed, and the graft oozing appeared controlled. During the transfer from the operating table to the transport bed, the patient developed ventricular arrhythmia with hemodynamic collapse, which was resolved after sinus rhythm restoration, adrenaline and fluid administration. A few minutes later, a similar episode occurred but the patient was unresponsive to treatment. Echocardiography showed complete ventricular dysfunction and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿